Manufacturer narrative:
Conclusion: the complaint can be verified. Result e7002 were found in the history. (Pcc criteria). The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.

Event description:
Patient reported receiving an e7 (electronic error) message after changing the battery of the infusion device. Patient stated it takes approximately 1-1.5 hours to start the infusion device again. Patient reported the infusion device will only start when all mobile phones are turned off and move away from the house including wi-fi, etc. Patient stated the batteries in the infusion device are batteries from the service pack only. Patient reported there was no unusual battery life. Preliminary evaluation found e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.